Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of leakage of suction channel was not confirmed. In addition to the finds reported in b5, the electric contact on ultrasonic connector was worn. Angulation in the up direction was out of standards due to the worn angle-wire. The light was unstable due to the discolored light guide lens. Light guide lens was discolored. Electrical connector was corroded. Waterproof failed due to the cut bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported leakage from suction channel of a loaner asset, evis lucera ultrasonic bronchofibervideoscope. The event occurred during receipt inspection. The unspecified diagnostic procedure was not delayed. There was no report of patient harm associated with this event. During incoming inspection, it was determined the coating on the connecting tube was peeling off. This medwatch is being submitted to capture the reportable malfunction found during evaluation.